Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, the stapler locked. The stapler and reload were replaced to complete the case. There was no patient injury.